Event description:
It was reported that patient started to leak about two months ago with artificial urinary sphincter (aus) implanted on (B)(6) 2019. Physician believes cuff was the correct size for patient when initially implanted. Physician downsized cuff to 4.0 cm. No adverse patient effects.